Event description:
A customer reported an altitude alarm occurring with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery.